Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the mid face with juvéderm voluma® xc. Three weeks later, patient experienced ¿swelling, redness and tenderness in the injection area¿. The hcp also stated they ¿think the juvéderm voluma® xc, has migrated from where it was originally placed.¿ hcp saw the patient and aspirated 1.5cc of puss from the area. The patient was treated with doxycycline. The events are ongoing.